Manufacturer narrative:
(B)(4)

Event description:
Data was evaluated. On the morning of 11/07/2023, the logged data indicates that at 10:07 am an urgent low soon alert occurred with the audio volume at 100 percent when the patients estimated glucose value (egv) was at 63 mg/dl and falling. This alert transitioned to an urgent low alert as the patients egvs dipped below the preset limit of 55 mg/dl. Alerts then reoccurred every 5 minutes until 11:57 am when the patients egv went above the low limit of 60 mg/dl. Additionally, there were similar alerts in the afternoon each one at a 100 percent audio volume. None of the alert recorded during the day were acknowledged by the user. Data investigation could not confirm no audio output on 11/7/2023. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. The sensor was inserted into the abdomen. The patient was working when his wife received an alert on her follow app that he was hypoglycemic with a cgm reading of 45 mg/dl. She went to look for him, but it took her almost an hour to find him because he was passed out in the woods. The patient's wife stated that there was reportedly no alert on the patient's primary display device; however, the follow app alerted as expected. The patient's wife called an ambulance and when paramedics arrived and took bg it was at 24 mg/dl. The cgm reading at that time was not provided. The patient was revived by unspecified means and brought to the hospital. When they arrived at the hospital, the cgm was 109 mg/dl, but his bg was at 76 mg/dl. The hospital staff took a 2nd reading where they got 78 mg/dl on the cgm but bg was 46 mg/dl. The patient was treated at the hospital but his wife could not recall what treatment he received. He was in the hospital for 5 hours. At the time of the report, the patient was doing fine. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.